Manufacturer narrative:
Reported event was confirmed by a photograph. It was identified the blue handle was broken at the center. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument handle broke while impacting during a tha. It was noted the surgeon was able to finish procedure without problem. Attempts have been made and additional information on the reported event is unavailable at this time.